Manufacturer narrative:
The device was returned for analysis. The difficult to open or close, and mechanical jam were not confirmed. The difficult to remove is procedure related and cannot be replicated in a lab environment. The returned device was inserted but there is no evidence of foot deployment or plunger retraction. During device testing, the device was successfully deployed with sutures harvested in bench testing with no abnormalities shown. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatments appear to be related to procedure circumstance. It is possible, the device was not inserted fully preventing foot deployment, or the deployment was attempted out of sequence; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the device was inserted and when the plunger was deployed no audible click was heard. The collar did not make contact with the proximal end of the body of the device, so the physician decided to remove the device and use another one. However when the foot of the device was closed and an attempt was made to remove the device, the device was stuck. The physician tried to open and close the foot again, but the device was was still stuck. After several attempts, the physician managed to remove the device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.